Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
The femoral stem in-situ was an exeter with peri-prosthetic fracture. It was removed and replaced with an exeter 30mm offset stem.